Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of blurry vision - mechanical complication of iol and replaced with a dcb00 iol. There was no medical intervention and no surgical intervention during the explant procedure. Patient prognosis post lens exchange was reported as satisfactory without any complications post-surgery. The suspect iol is not available for return as it was discarded. No further information is available.